Event description:
Pt. C/o [complained of] throat pain in pacu [post anesthesia recover unit] and then coughed up 1 cm piece of clear plastic which was the tip of a glidescope #3 sheath. The crna [certified registered nurse anesthetist] reported that the intubation with a glidescope was straightforward, but the sheath was not examined immediately afterwards and was thrown away (not available for inspection). The packaging of the glidescope sheath was also thrown away so lot number is not available. The surgical team was alerted, and they performed a fiberoptic inspection of the oropharynx and did not see any obvious lacerations or injuries.